Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 51 cm (20") pur smallbore ext set w/5 microclave¿ clear (purple rings) , check valve, rotating luer. In the morning on (B)(6) 2023, during a patient repositioning by the medical team, a nurse who was not directly involved in the medical care at that moment, noticed a leakage at the central line. It had become disconnected between the two check valves. The tubing disconnected. The administered treatment was an analgesic. There were no consequences for the patient. No one was harmed during the event. There was a short delay in therapy, the time to change the tubing. No defects were seen on the device before the event. No special kit was used to clean the leak, no medication was required, no clinical significant blood loss was noted. There was patient involvement but no patient harm.

Manufacturer narrative:
A single used 011-mc330526 assembly was returned with a bond separation between the tubing and shunt. Visual examination revealed that the bond that separated had insufficient solvent coverage. The probable cause of the bond separation is typical of insufficient solvent coverage during manual assembly in ensenada. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 11/30/2023.